Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported patient was seen in late november and told implant #2 crown was loose, needs to see gp asap. Gp called with patient in chair, in early december and said that when they went to remove abutment screw, the implant came out with it all still intact. It was confirmed that patient had peri implantitis around the implant. Patient came in to us have socket debrided and get antibiotics, gbr/gtr placed. Symptoms as a result of the event: pain, inflammation, bone loss, loss of integration.